Event description:
It was reported that the device could not be interrogated and had complete battery depletion. The device was removed and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery - battery depletion-normal. The no output was the result of battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device could not be interrogated and had complete battery depletion. The device was removed and replaced. No patient complications were reported due to this event.